Event description:
Surgeon was cauterizing bladder bleeding and smoke stared coming from the grey electrical cord. The cord was immediately disconnected and taken out of service. The end of cord that was on field was frayed and blackened.